Event description:
It was reported to philips that the host pc would not boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) analyzed the system and identified that the host pc did not automatically restart following a system shutdown, requiring manual intervention to power it on. A philips field service engineer (fse) subsequently visited the site, replaced the host pc, and successfully installed the appropriate license on the new unit. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.